Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. The patient was prescribed additional oral rate control medication. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.